Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (510 mg/dl). The cause for the reported elevated bg level was unknown. Customer delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional. At the time of the report, customer's bg levels were approximately 200 mg/dl and in range.